Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the hcp had experienced an event where there was a fractured lead without abnormal impedances. The lead was found to be fractured when it was removed. No patient symptoms or further complications were reported as a result of this event.